Event description:
It was reported the patient experienced no stimulation but the impedances measured were "good." It was also reported it was suspected that "something went wrong with the pocket adaptor" and there was a plan to have a revision surgery. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Event description:
Additional information received reported that the patient felt a surging as if the implantable neurostimulator (ins) was "revving like a car engine". The reporter stated that it would work and then just stop. It was reported that the patient had a consultation with her doctor on (B)(6) 2013. The reporter stated that impedances on the lead were fine and were checked before the revision on (B)(6) 2013. It was noted that the ins was implanted in (B)(6) 2012 and the patient felt it never worked properly. It was reported that during the revision when the doctor took out the pocket adaptor, the bottom pin in the adaptor was "flapping in and out of the adaptor" and the doctor had thought that this was the problem. The adaptor connection was re-secured and the doctor made sure it was tight. The reporter stated that impedances were checked and were fine on the table and the doctor closed the patient. It was reported that when the patient was going to be programmed after the revision the patient was not getting the stimulation in the right place as she had said to her doctor before. The doctor decided to revise the leads on (B)(6) 2013. It was reported that the patient was very happy to be getting stimulation in the right place and all was working well. It was noted that the old leads were implanted with the old ins ten years ago. Two weeks later it was reported that the patient was having a "great response" from the device now.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the physician felt the issue was with the pocket adaptor not connecting at the bottom pin; he had seen the issue at the previous revision and thought he had tightened it enough. It was also reported the physician "changed the leads because he wanted to get rid of the quads and update the leads to octads so that everything was up-to-date, not because of fault."

Manufacturer narrative:
(B)(4).